Manufacturer narrative:
The screw was not returned for evaluation, however a photo of an x-ray was provided and used to inspect thee screw. There were no screw malfunctions detected. There was a nonunion detected at level c6-7, but there is insufficient information available to determine if the device is related or if this is due to patient factors.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00108, 3012447612-2018-00109, and 3012447612-2018-00123 thru 3012447612-2018-00125.

Event description:
It was reported that there was a failed fusion at c6-7 and an artifact, possibly related to one screw, was seen via x-ray. There is no revision surgery planned at this time. This is report three of five for this event.